Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy abnormal bleeding/ gen. Abnormal bleed') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted: yes, (B)(6)2009 results of confirm. Test- failure to occlude. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2010, she underwent one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the device dislocation, vulvovaginal pain, abdominal pain lower, metrorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain: yes received treatment for bleeding: yes most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events - menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) and psych injury were added. Outcome of event pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed were updated as recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2010, she underwent one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter added, patient demographic updated, event added- device dislocation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device expulsion ('migration of essure device location of device/migration of essure device location of device: uterine cornua/there may be a small fragment of a second device to the left of midline with the remainder of the device having apparently been expelled'), device breakage ('device breakage') and embedded device ('the patient's left cornual area was noted to have an essure placed. However,it was not deeply embedded') in a 33-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Essure confirmation test(s) conducted: yes, (B)(6) 2009 results of confirm. Test- failure to occlude. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2009 to (B)(6) 2009, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 to (B)(6) 2009, hydrocodone from (B)(6) 2009 to (B)(6) 2019, ibuprofen from (B)(6) 2009 to (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids from (B)(6) 2009 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6)2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ gen. Abnormal bleed"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved and the device expulsion, device breakage, embedded device, vulvovaginal pain, abdominal pain lower, metrorrhagia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain: yes. Received treatment for bleeding: yes. Discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2009. As per pfs, discrepancy noted: removal date: (B)(6) 2019. An essure coil was placed in the left tubal opening and 4-5 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes.. Ultrasound pelvis - on (B)(6) 2009: impression: 1. Findings consistent with a simple appearing 1.8 cm cyst associated with the right ovary. 2. No obvious adnexal mass or significant fluid. 3. Essure devices are identified, however, the exact position cannot be determined by ultrasound.. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs & mr received. Events: abnormal bleeding (vaginal), nausea, device breakage, dysmenorrhea (cramping), fatigue, weight gain, the patient's left cornual area was noted to have an essure placed. However, it was not deeply embedded were added. Event pt: psychological trauma was replaced with the events: depression and mental anguish and event device dislocation was updated to device expulsion. Event outcome was updated for the events: abnormal bleeding (vaginal), dysmenorrhea (cramping), nausea. Lot no. Was added. Reporter's information, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device expulsion ('migration of essure device location of device/migration of essure device location of device: uterine cornua/there may be a small fragment of a second device to the left of midline with the remainder of the device having apparently been expelled'), device breakage ('device breakage') and embedded device ('the patient's left cornual area was noted to have an essure placed. However,it was not deeply embedded') in a 33-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida and parity 3 ((B)(6) 2000, (B)(6) 2006, (B)(6) 2009.). Essure confirmation test(s) conducted: yes, (B)(6) 2009 results of confirm. Test- failure to occlude. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2009, ethinylestradiol;levonorgestrel (seasonique) from b)(6) 2009, hydrocodone from (B)(6) 2009 to (B)(6) 2019, ibuprofen from (B)(6) 2009 to (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids from (B)(6) 2009 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ gen. Abnormal bleed"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved and the device expulsion, device breakage, embedded device, vulvovaginal pain, abdominal pain lower, metrorrhagia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain: yes. Received treatment for bleeding: yes. Discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2009. As per pfs, discrepancy noted: removal date: (B)(6) 2019. An essure coil was placed in the left tubal opening and 4-5 coils were noted . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes.. Ultrasound pelvis - on (B)(6) 2009: impression: 1. Findings consistent with a simple appearing 1.8 cm cyst associated with the right ovary. 2. No obvious adnexal mass or significant fluid. 3. Essure devices are identified, however, the exact position cannot be determined by ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Fu 06, 07 & 08 processed together. On 5-feb-2020: plaintiff fact sheet received. No new clinical information received. Fu 06, 07 & 08 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device expulsion ('migration of essure device location of device/migration of essure device location of device: uterine cornua/there may be a small fragment of a second device to the left of midline with the remainder of the device having apparently been expelled'), device breakage ('device breakage') and embedded device ('the patient's left cornual area was noted to have an essure placed. However,it was not deeply embedded') in a 33-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, multigravida and parity 3 ((B)(6) 2000, (B)(6) 2006, (B)(6) 2009.). Essure confirmation test(s) conducted: yes, (B)(6) 2009 results of confirm. Test- failure to occlude. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) (B)(6) 2009 to (B)(6) 2009, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 to (B)(6) 2009, hydrocodone from (B)(6) 2009 to (B)(6) 2019, ibuprofen from (B)(6) 2009 to (B)(6) 2019, medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010, nsaids from (B)(6) 2009 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ gen. Abnormal bleed"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea had resolved and the device expulsion, device breakage, embedded device, vulvovaginal pain, abdominal pain lower, metrorrhagia, depression, anxiety, fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain: yes received treatment for bleeding: yes discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2009. As per pfs, discrepancy noted: removal date: (B)(6) 2019. An essure coil was placed in the left tubal opening and 4-5 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes.. Ultrasound pelvis - on (B)(6) 2009: impression: 1. Findings consistent with a simple appearing 1.8 cm cyst associated with the right ovary. 2. No obvious adnexal mass or significant fluid. 3. Essure devices are identified, however, the exact position cannot be determined by ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs received: newly added events- low back pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2010, she underwent one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.